Manufacturer narrative:
(B)(6). It is indicated that the device was disposed of by the user facility; therefore, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as the device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a triple stent grafting procedure, balloon deflation difficulties occurred. The physician placed the equalizer balloon catheter in the aorta to expand an abdominal aortic aneurysm triple stent graft. Once the graft was expanded, the equalizer balloon would not deflate. The physician attempted to deflate the balloon several times, however, after approximately 3 1/2 minutes, the equalizer balloon deflated and was removed from the patient. The procedure was successfully completed with this device. No patient complications were noted and the patient's status was reported as "fine".